Event description:
It was reported that that the patient was undergoing a replacement surgery of his artificial urinary sphincter device. During the procedure, it was found that the patient had a previous male incontinence sling implanted. The manufacturer of the sling device was not known. The sling showed signs of eroding into the urethra, so it was explanted. There were no further patient complications.

Event description:
It was reported that the patient was undergoing a replacement surgery of his artificial urinary sphincter device. During the procedure, it was found that the patient had a previous male incontinence sling implanted. The manufacturer of the sling device was not known. The sling showed signs of eroding into the urethra, so it was explanted. There were no further patient complications.